Manufacturer narrative:
H6:. Health effect: impact code continued: f2201:biopsy, f2203: imaging required. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, seroma-late, anxiety-product/procedure.

Event description:
Patient reported, right side "started to develop health issues". Patient later reported, "lumps", "extraction of fluid", "anxiety" and "continue to suffer from stress". Device has been explanted.